Event description:
It was reported via repair work order that the auxiliary lock is getting stuck which could effect lowering of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.